Event description:
The customer reports that "one of the tungsten carbide inserts came off the needle holder during surgery into the pt's leg. After the total hip surgery was done, they realized the insert was missing. The pt was in recovery when the doctor disclosed that a piece of the insert was in her leg. The pt didn't want to have it removed. The case was performed on (B)(6) 2009. The risk mgr indicated that the operating room believes that the tungsten carbide needle holder has been at the facility for a while." There was no pt injury. Seeking add'l info regarding if x-ray was taken, the results, and if the possible issues associated with this metal piece and an MRI in the future were discussed with the pt.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info.